Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded. The reported event of an error icon display was confirmed during log review. The receiver case was opened, an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Functional test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.